Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pump head locked up (pump jam). The perfusionist (ccp) kept trying to reset the occlusion, but would get a pump jam over and over. The roller pump was in the cardioplegia position when issue occurred. They switched the tubing to another pump and finished case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) has not issue with setting occlusion during set-up of the 4:1 cardioplegia kit. During the 1st dose of cardioplegia, the pump stopped and a "pump jam" message was displayed. The ccp loosened the occlusion and restarted the pump and the pump jammed a few seconds later.